Event description:
After having 5 hip procedures on my left hip 3 on right, I found out from my doctor that my depuy pinnacle left total hip replacement that was done on (B)(6) 2002 after 5 dislocation 5 surgeries and infection was defective. After my surgery my doctor said left total hip replacement never grew into bone right. And I suffered pain and limped for 9 yrs before problem with left hip was fixed with different total hip replacement after my last dislocation in (B)(6) 2010. Also had to have 3 surgeries on right total hip replacement that was done in (B)(6) 2002 and was a pinnacle by depuy too, because of pain and limping and replaced with different kinds of revision.